Event description:
Procedure type: appendectomy. According to the reporter: when surgeon was inserting the port, the tip of it bent on insertion. The fin did break but did not fall into cavity. No other components broke off. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).